Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) displaying error message "tcm ID:05" (coolant diff failure) message was not confirmed during initial functional test but confirmed during event log review. The thermogard ivtm system was evaluated at customer site by a zoll service representative. The investigation findings revealed that the root cause of the reported error was due to a damaged lm34 temperature probe as a result of wear and tear. The thermogard ivtm system was manufactured in november 2011 and it is over 8 years old, well past beyond its expected serviceable life of 5 years. The lm34 temperature probe was replaced to remedy of a possible "tcm ID:05" (coolant diff failure) intermittently error message. Unrelated to the reported complaint, grinding tracks on the raceway pump assembly was observed on the thermogard ivtm system during visual inspection. This type of physical damage is likely due to wear and tear. Customer refused to exchanged the raceway pump assembly since it doesn't affect the functionality of the device. During archive review, multiple tcm ID:05 error messages were observed, thus, confirming the reported complaint. After service completion, the system was re-evaluated and passed all the functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
Customer reported that the thermogard xp ivtm system (serial #(B)(4)) displayed "tcm ID:05" (coolant diff failure) error message. No consequences or impact to patient.